Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high as well as low blood glucose level. Customer high blood glucose level was 559 mg/dl and low blood glucose level was 54 mg/dl. Customer¿s blood glucose value was 150 mg/dl. Customer was declined to troubleshooting for high and low blood glucose. Customer was treated with apple juice for low blood glucose. Customer stated that the cannula was bent. The device was not returned for analysis.